Event description:
A peritoneal dialysis pt reported that she saw fluid leaking from under the cassette door during treatment. There is no report of pt ill effect. There is no sample available for evaluation.